Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored untreated episodes due to oversensing of noise. The electrogram had a wandering baseline with railing. The electrode impedance was high but within normal limits at 135 ohms. The impedance measures have been wandering since implant. Office testing could reproduce the noise. Technical services reviewed and discussed bringing the patient in for testing. The doctor explanted and replaced the entire system. There were no additional adverse patient effects.

Event description:
It was reported that the system stored untreated episodes due to oversensing of noise. The electrogram had a wandering baseline with railing. The electrode impedance was high but within normal limits at 135 ohms. The impedance measures have been wandering since implant. Office testing could reproduce the noise. Technical services reviewed and discussed bringing the patient in for testing. The doctor explanted and replaced the entire system. There were no additional adverse patient effects.